Event description:
It was reported that this pacemaker was part of a system revision due to methicillin-resistant staphylococcus aureus while getting treated for lung cancer and the port was determined to be the cause. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.